Manufacturer narrative:
Concomitant medical products: 5076-52 lead, lead implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the right atrial (ra) lead exhibited noise, particularly with body movement. A possible fracture was suspected. The lead was programmed off and then capped and replaced approximately two years later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.